Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used enlite-serter. Performed insertion test using a new lab enlite-sensor and rubber skin. Enlite-serter passed per specifications. Enlite-serter connects/releases properly.

Event description:
It was reported that the customer's sensor became stuck inside the serter after the button on the serter came out. The customer's blood glucose was 143 mg/dl. It was stated that the customer follows recommended insertion guidelines. Nothing further reported.